Manufacturer narrative:
The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
It was reported by the vad coordinator that the patient presented to the emergency department (ed) from nursing home on (B)(6) 2016 with uncontrollable epistaxis. The nosebleed was cauterized in the ed and the patient was then discharged. Hospital admission was required on the following day, (B)(6) 2016. The patient was subsequently treated with inflatable tamponade device known as rapid rhino and packing of nostril. Warfarin and clexane were initially held. Kenacomb ointment was prescribed daily for 2 weeks. The patient was discharged on (B)(6) 2016. No further information was provided.